Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump placed on the charging pad confirmed charging by vibration, but after a shower the displayed battery level dropped from approximately 30% to 18% and subsequent attempts to charge initially failed before later succeeding; the event was categorized as a charging problem involving the battery charger. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.